Event description:
On 5/1/08, the customer reported that the unit failed to charge. The customer reported additionally that afterwards they determined that 2 people involved in the incident had pressed the charge buttons (one on the paddle set and the other on the bezel) resulting in a disarm.

Manufacturer narrative:
On 5/1/08, the customer reported that the unit failed to charge. The customer reported additionally, that afterwards, they determined that 2 people involved in the incident had pressed the charge buttons (one on the paddle set and the other on the bezel) resulting in a disarm. On 05/13/08, the unit was evaluated at philips. The symptom could not be duplicated. No repairs related to this symptom were noted. Based on the customer's report, we are considering this a user error and no malfunction of the device.